Manufacturer narrative:
The reported event of ¿defect on the insulation¿ was not confirmed. As received, a complete lead was returned in two pieces. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical testing found an internal short between the inner coil and outer coil conductor paths on the distal portion of the lead consistent with procedural damage. Examined the condition of the inner insulation and no anomalies were noted except for procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that, insulation damage was suspected on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.